Event description:
It was reported the customer received a button error alarm. Customer also reported pressing the act and esc button would not clear the alarm. It was found the customer's buttons were unresponsive on their insulin pump. The customer's blood glucose was 148 mg/dl. The customer could not recall any significant events leading to the alarm or keypad issues. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was also received with cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.